Event description:
The customer contacted global technical services (gts) regarding a high drain 105/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) after use. The technical service representative (tsr) determined the home patient (hp) drained out 4129ml during drain 5. The tsr advised the hp to contact the peritoneal dialysis registered nurse (pdrn) regarding using the hcp tonight due to the alarm. The tsr stated the pdrn must give permission to use the hcp for tonight; otherwise the hp could do manuals for tonight. The nurse contacted this writer on (B)(6) 2012. The nurse stated that the home patient(hp) did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. There was patient involvement.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter?s investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The reported issue of an iipv event was confirmed in the event history log review. The device was evaluated with no problems noted that were related to the reported condition. The cause was determined to be false empty detect and use error, clinician inappropriately set the minimum drain volume percent setting too low. A labeling review has been performed, finding that current labeling provides ample instructions related to the prevention of the use error in this report. A device history review was performed, revealing that no exceptions related to the reported condition were noted during the manufacturing of this device. This issue is being investigated through CAPA.